Event description:
It was reported by patient's family that an edwards bioprosthetic valve model 3300tfx-21mm was is exhibiting regurgitation six (6) months after implant in a (B)(6) male patient, in the pulmonary position. Patient history indicates this is a (B)(6) male with noonan syndrome, s/p pul valvectomy, patch mpa and asd closure age seven months. Reports indicated that initial checkup 4-5 weeks after implant was good, but 5 months later shows it is not working properly. The patient is experiencing shortness of breath during activity, and is currently being treated with medication. Echocardiography study performed two weeks post surgery indicates mild to moderate pulmonary valve stenosis and trivial physiologic pulmonary valve insufficiency. Echocardiography study performed six weeks post implant indicates the prosthetic pulmonic valve leaflets are normal. The bioprosthetic pulmonic valve appears to be functioning normally. Echocardiography study performed six months post implant indicates mild to moderate pulmonary valve stenosis. Peak gradient across the prosthetic valve is 34 mmhg with mean 20 mmhg which used to be 19 mmhg with mean 11 mmhg, five months ago. There is moderate pulmonic regurgitation. There is definite increase in pulmonic regurgitation with peak 29.6 mmhg and flow velocity of 2.32 m/sec. Records also indicate the echo after six months shows a bit thickened valve leaflets. Report indicates no intervention was yet deemed warranted by the healthcare provider, and the patient will be monitored closely.

Manufacturer narrative:
Additional manufacturer narrative: report of regurgitation and leaflet thickening of an edwards bioprosthetic valve after an implant duration of six months in the pulmonic position of a nine year old male patient with history of noonan syndrome, valvectomy, and asd closure at age seven (7) months. The valve remains implanted. Echocardiography imaging discs were provided and reviewed by an independent consultant,summary and impression as follows: "(B)(4) 2013 tte: no pulmonic valve is visualized. There is free (very severe) pr. (B)(6) 2013 tte: a bioprosthesis is noted in the pulmonic position. As visualized, one leaflet of the valve might have somewhat delayed motion compared to the other visualized leaflet. There is trace central pr. Mean and peak pulmonic valve gradients are 10 and 18 mm hg, respectively. (B)(6) 2013 tte: the pulmonic bioprosthesis again is noted, although the leaflets are not visualized. There is mild central pr. Mean and peak pulmonic valve gradients are 11 and 20 mm hg, respectively. (B)(6) 2013 tte: the pulmonic bioprosthesis again is noted; leaflets again are not well visualized. There is moderate central pr. Mean and peak pulmonic valve gradients are 18 and 29 mm hg, respectively. (B)(6) 2013 tte: the pulmonic bioprosthesis again is noted. The leaflet closest to the aortic valve (in the usual location of the left posterior or the right posterior leaflet) appears to have diminished systolic excursion. There is moderate-to-severe central pr. Mean and peak pulmonic valve gradients are 20 and 32 mm hg, respectively." Echo impression: "about 8 days after pulmonic valve replacement with a magna ease pericardial bioprosthesis, there is trace central pulmonic regurgitation (pr) that is normal and anticipated with this bioprosthesis. Incidental note is made of what might be somewhat sluggish movement of one bioprosthesis leaflet that later appears to have more overtly diminished mobility. On subsequent echocardiograms, there appears to be progressive pr accompanied by increased trans-pulmonic gradients. On the most recent echocardiogram, there appears to be abnormal motion of one of the bioprosthesis leaflets. Increased gradients likely are related to increased flow caused by pr; abnormal leaflet opening also could be a contributing factor. Significant pr was not present early after surgery; as such, it must be due to a progressive post-operative process. In the absence of evidence of infection, atypical (early) structural valve degeneration must be considered." Review and conclusions: many factors can contribute to the onset and propagation of bioprosthetic valve failure including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. In this case, the patient's age (nine years old) and medical history (congenital comorbidities) may play an important role in the performance and durability of the subject device. Note that the subject device model 3300tfx is intended for patients who require placement of their native or prosthetic aortic valve. There is no indication for use in the pulmonic position. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.